Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side textured implant and MRI confirmed rupture. The device remains implanted.

Manufacturer narrative:
Continued e.1 initial reporter- facility name: (B)(6) hospital. Continued e.1 initial reporter- zip code: (B)(6). Device photo analysis: visual analysis of the photographs identified; an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side textured implant and MRI confirmed rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side textured implant and MRI confirmed rupture. The device remains implanted.